Event description:
The device operator inadvertently administered defibrillator energy to self. The report did not involve a pt use. The operator was treated at the hospital and released the next day.